Manufacturer narrative:
Examination of returned device found no evidence of product non-conformance. During the evaluation, the instrument showed signs of fracture at the distal end and signs of use. Root cause of the event was most likely attributed to an outside force such as torsional overload; however, a conclusive root cause could not be determined. There are warnings in the package insert that state that this type of event can occur: under care and handling of instruments, "surgical instruments and instrument cases are susceptible to damage for a variety of reasons including prolonged use, misuse, rough or improper handling. Care must be taken to minimize the risk of compromising their exacting performance."

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. Device availability - the device is reported to be available for evaluation; however, it has not been received by biomet orthopedics to date. In the event that the device is received and evaluated, a follow up report will be sent to the FDA to provide results. There are warnings in the package insert that state that this type of event can occur: under care and handling of instrument, number 1 states, ¿surgical instruments and instrument cases are susceptible to damage for a variety of reasons including prolonged use, misuse, rough or improper handling.¿

Event description:
It was reported that patient underwent a tibial diaphysis fracture fixation procedure on (B)(6) 2015. During the procedure, the tip of the reamer shaft fractured while in use. The fractured piece was retrieved from the patient, but a procedural delay of approximately 120 minutes resulted. No further information has been provided.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.